Event description:
It was reported that there was possible premature battery depletion due to high thresholds. The device and lead were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion. (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, the distal conductor was stretched, the distal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.